Event description:
The manufacturer received information alleging a ventilator service required condition occurred. The device was replaced with another device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's flow sensor and inline proximal filter were replaced to address the issue. After replacing the detachable battery, a final and run-in tests, the battery and valve checks were performed on the device. The device was cleaned and was confirmed to be operational.